Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer stated that the insulin pump was able to clear the alarm and able to complete the rewind. Customer stated that the notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Retainer ring black . Customer returned pump for alleged pump error 25 alarm found on (B)(6) 2021. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 25 alarm noted during testing. Device trace download analysis confirmed the insulin pump alarmed pump error 25 alarm on (B)(6) 2021 at (4) difference times 06:00:00, 10:00:00, . 14:00:00 and 15:05:00. The power management graph confirmed pump error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Device was cut opened and inspected. No physical damage or moisture damage found on the electronic assembly, motor assembly and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the insulin pump case. Pump error 25 alarm due to connector resistance j6 on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.